Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a hematoma was present. When the locator/insertion sheath assembly was inserted into the artery, resistance was felt, so the assembly was pushed harder than normal and successfully positioned. The procedure was continued and hemostasis was successfully achieved using the angio-seal device. However, two hours after the hemostasis procedure, a hematoma was identified at the hemostasis site. Manual compression was additionally applied for an hour and the hematoma vanished. The procedure was successfully completed. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The size of the sheath ancillary used was 7 fr. It was reported that the patient recovered. It was reported that the estimated blood loss was <250 cc.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.